Event description:
Patient experienced persistent drainage from an incision for a tibial plateau, requiring eventual repeat I & d and removal of all graft material.

Manufacturer narrative:
Expiration date: this info was not provided during initial report. Add'l info has been requested. Unk explant date. Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine mfg date without a lot number.